Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to: vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudo aneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. Precautions exercise care in handling the sofia aspiration catheter to reduce the chance of accidental damage. Use caution when manipulating the sofia aspiration catheter in tortuous vasculature to avoid damage. Avoid advancing or withdrawal against resistance until the cause of resistance is determined. Presence of calcifications, irregularities, or other devices may damage the sofia aspiration catheter and potentially affect its insertion or removal. Maintain perfusion of heparinized saline for inner lumen of the sofia aspiration catheter to prevent thrombus formation. Do not use automated high-pressure contrast injection equipment with the sofia aspiration catheter because it may damage the catheter. The catheter has hydrophilic coating over the distal 60 cm. Make sure to hydrate the coating before use with heparinized saline. One the catheter is hydrated, do not allow it to dry. Delivery of the sofia aspiration catheter 6. Navigation through the vasculature c. Using the introducer sheath provided in the package, carefully insert the sofia aspiration catheter and the guidewire through a hemostatic valve of the femoral sheath. Warning: do not over-tighten the hemostatic valve on the sheath or guide catheter through which the sofia aspiration catheter is inserted. Over-tightening may result in damage to the sofia aspiration catheter. E. Under fluoroscopic guidance, advance or withdraw the sofia aspiration catheter over the guidewire until desired position is attained or before the intracranial position is achieved. Select vessels by slowly torquing the sofia aspiration catheter if necessary. Warning: do not advance or withdraw the device when excessive resistance is met until the cause of resistance is determined. Warning: torquing the sofia aspiration catheter excessively while kinked may damage the device resulting in separation of the device. Withdraw the entire device (the device, microcatheter, and guidewire) if the device is severely kinked. Aspiration through the sofia aspiration catheter 8. Under fluoroscopic guidance, position the distal tip of the sofia aspiration catheter at the desired vessel location. Warning: do not advance or withdraw the device when excessive resistance is met until the cause of resistance is determined. Warning: torquing the sofia aspiration catheter excessively while kinked may damage the device resulting in separation of the device. Withdraw the entire system (the device, microcatheter, and guidewire) if the device is severely kinked. 9. Make sure the distal tip of the sofia aspiration catheter is engaged with the emboli or thrombi under fluoroscopy. 14. Make sure that the syringe aspirates blood, emboli, or thrombi through the system. Close the stopcock if the syringe does not aspirate any blood, emboli, or thrombi, or slow aspiration is observed. Carefully investigate the cause of the restriction and reposition the distal tip if necessary. If blood, emboli, or thrombi is stuck in the sofia aspiration catheter remove the entire device (the device, microcatheter, and guidewire) and clear the inner lumen. If restriction still remains and the distal tip of the sofia aspiration catheter has been repositioned correctly, close the stopcock, re-attach the syringe, and resume aspiration. Maintain aspiration to make sure the emboli or thrombi remains fully engaged with the distal tip of the sofia aspiration catheter. With the emboli or thrombi fully engaged pull back the sofia aspiration catheter out of the patient body. Warning: excessive aspiration with the distal tip of the sofia aspiration catheter covered by the vessel wall may cause vessel injury. Warning: do not attempt to clear inner lumen of the sofia aspiration catheter by infusion while keeping the device in the patient body. 15. After aspiration is completed, remove the sofia aspiration catheter from the patient body. If re-access to the vasculatures with the same device is desired, flush and clean the inner lumen of the device by infusion. Inspect the device for any damage. Follow steps 6 through 9 in the delivery of the sofia aspiration catheter section for navigation. Warning: do not use the device if any damages or irregularities are observed.

Event description:
As reported through the restore clinical study: left sylvian fissure subarachnoid hemorrhage. Index procedure of the mechanical thrombectomy was complicated by a small subarachnoid hemorrhage. 24-hr CT head showed it was stable therefore the medical team decided not to medically treat and to watch for changes in the sah. A 5-day CT head still showed no frank sah, therefore the medical team still did not intervene. No complications or medications given over the course of the adverse event.